Event description:
It was reported that the patient was showing signs of draining from his wound. Patient was brought to or for left knee washout I and d poly swap. No instruments broke during case. Nothing removed from patient. Doi: (B)(6) 2019. Dor: (B)(6) 2019. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient had a left total knee arthroplasty revision of tibial tray and insert to address failed left tka with medial tibial bone collapse. The postop diagnosis included bone compression and malalignment of the tibial tray. The tibial tray was also noted to be loose. The femoral component was noted to be intact and retained. Intraoperative radiographs were noted to show a non-displaced fracture of the medial tibial plateau. (B)(6) 2019 wash out ¿ positive for infection. (B)(6) 2019 the patient had an irrigation and debridement with poly exchange, septic total knee to address acutely septic revision, left total knee. Preoperative x-ray notes there is joint effusion and swelling. Doi: (B)(6) 2019. Dor: (B)(6) 2019. Left hip 2nd revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The medical records the events dates of the superficial I&ds occurred on 24-oct-2019 and 12-nov-2019 which are considered continued events of the I&d and poly exchange that occurred on this pc. During this time, the patient also underwent 42 days of IV antibiotics.